Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or lot specific complaint database search for the known lot number found no additional reports and was not possible for the unknown lot number as it was not provided. Although the complaint is non-verifiable, previous investigations found if the internal threaded inserter is used without the outer guard component the threads on the inner rod may become damaged which prevents proper threading. Additionally, provided information states the inserters bent removing a summit stem. This product is intended for insertion only, not for extraction. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded portion of the retaining inserter was bent twice removing a summit stem.